Event description:
We plugged the myosure lite into the fluent machine, it was working properly. The camera image started shaking and the myosure got caught on a piece of tissue. Md removed the device, and the machine then stated there was not myosure detected. We disconnected the device and plugged it back in and the error message continued to show, and the device would not operate correctly. We opened another myosure lite and plugged it in and the device was also not detected. The fluent machine is serial number [redacted].